Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) partial catheter without packaging was returned for evaluation. In addition, two photos were provided. Visual evaluation of the of the sample and first photo showed a used, sheared, partial catheter approximately 10-12 cm in length, which was removed from the patient. The second photo showed the remainder of the kinked, damaged catheter. Although the sample and photos showed the used, damaged catheter pieces, since it was not damaged when the kit had been opened and was used for a procedure, it cannot be confirmed to be the result of any manufacturing defect. Without a reported item or lot number, no further investigation could be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "I am calling in to report a broken epidural catheter that left about 10cm of retained catheter inside of my patient. The patient has a spinal degenerative disease and has very tight spacing between the spinal processes. My nurse anesthetist failed to place the epidural two times. I was able to get it in place on the first try, but I could tell that the space was tight. The catheter was in place for several hours. The nurse anesthetist attempted to remove the catheter and felt tension so they stopped and called me. I went to remove the epidural and also noted tension. Usually when I feel tension removing epidurals, I hold the tension for a little and the catheter comes out. On this patient, I held the tension for about 5 seconds and then the catheter snapped. The little metal coil was still attached but it also broke when I pulled on that as well. The patient had an x-ray, and as far as I can tell, the catheter is pitched between the spinal processes. The patient is in the or right now as they are attempting to remove the retained piece of catheter. We have the external sample at this time and hopefully after surgery will have the internal portion as well. The samples will be sent to our pathology lab." Surgery today was successful; catheter removed in its entirety. Surgeon did require "chipping" away at a small amount of bone from the involved spinous processes to free up the catheter. Ref/lot # are unknown. Everything went well at the start of the case, and so the containers were disposed of after the epidural was placed. This issue was discovered in recovery, after the case was over and the or was already being turned over for the next case. All of that 10cm was left inside the patient, and subsequently removed by the surgeon. In fact, it was about 11-12cm as evidenced by the markings on the catheter.